Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. On the fifth firing during closure of the insertion, the powered handle did not fire the reload. Another handle was obtained, but the reload still did not fire. A new reload was obtained and firing was completed successfully. The surgeon indicated that the tissue was not especially thick or hard. No patient injury or extension in surgical time. Patient status is no problem.